Manufacturer narrative:
Patient's demographic: information was not provided. No sample has been returned to 3m for evaluation. Root cause of reported issue could not be established. The 2 year complaint history was reviewed for product's global sales code of syb and lot number 20133j. Review of complaint history found no trends.3m will continue to monitor.

Event description:
A male customer first applied the referenced tape in two crossing strips over his twisted knee on (B)(6) 2020. The tape was removed that same evening, reportedly with no issues. The customer applied the tape again around his knee the evening of (B)(6) 2020. The customer alleged that the tape was removed the following morning due to him experiencing itching and skin redness. A big blister allegedly developed above his knee. Two additional blisters later developed on his knee and one below. The blisters reportedly measured approximately .5"-1" in width. The customer reported allergies to compounds with organic mercury. No other known allergies were specified. The customer reported that the reaction looked similar to allergic reactions he experienced in the past. He applied a cool damp washcloth on the skin areas and elevated his leg. The customer visited a doctor on (B)(6) 2020. The doctor reportedly diagnosed the affected skin area as hives. The doctor prescribed an unspecified topical ointment to be applied twice daily and recommended the customer take otc zyrtec®. The customer also took otc benadryl® to treat symptoms.